Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was wasted and not used because there was a lot of resistance during advancement and the lens would not come out of the device. Additional information was requested.